Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/26/2014 with the following findings: on investigation, the pump powered up to a blank display screen with auditory and vibratory features. The pump casing was opened and the display screen was found to have cracked and damaged. The remaining testing was not completed because of the damaged display. The reported dim display issue cannot be fully investigated and no conclusion can be drawn. Replacing the damaged display with a test screen resulted in a fully functional display screen.